Event description:
Customer reported experiencing high blood glucose readings at night and stated that they are unsure if insulin was being delivered. Customer mentioned that they are not receiving any no delivery alarms and are unsure where the insulin is going. Customer was unable to troubleshoot at the time of the call. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.